Event description:
The pt had a failed gastric bypass and a large tissue defect. The surgeon used an 18x28 and 15x20 piece of permacol. The surgeon did a small bowel resection due to the abdundance of organs to place back in the cavity. The pt had a contaminated wound. Post op the pt had a tanish colour coming out of the drain. The pt developed an open tissue wound more at the epidermal layer. The surgeon currently thinks the pt has re-herniated, and thinks the permacol has "gone away." Reported doing a culture which grew anaerobes. Bariatric surgery failure, resection of the bowel. Removal of right colon and loss of abdominal domain. The permacol tissue apparently dissolved in the presence of brown exudates. The surgeon used vyvox for a few days and saw a decrease in drainage. The surgeon did not keep the pt on long-term antibiotics. The pt has an open wound at present with the bowel exposed. There was such loss of the abdominal wall that some of the bowel was removed in an attempt to put back into the abdomen. The surgeon states he will have to repair the recurrent hernia and abdominal wall. The surgeon stated that he should have been more aggressive with antibiotic coverage.